Event description:
It was reported the clinician opened a cvc kit in preparation for placement in patient, and the guidewire came out of the package kinked. No patient involvement with the device was reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. The blue advancer tubing and the cap were not returned. No signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained one kink towards the distal end. During normal assembly, the location of the kink would have been within the straightener tube, protecting it from damage. Microscopic examination confirmed that both welds were present and spherical. Visual analysis could not be performed on the guide wire cap nor the straightener tube as they were not returned for analysis. The kink on the guide wire measured 556mm from the proximal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.801mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through a lab inventory introducer needle and lab inventory syringe. The undamaged portions passed with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked spring wire guide was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The kinked portion of the guide wire would have been protected within the assembly tubing during packaging, storage, and shipping. Therefore, it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the clinician opened a cvc kit in preparation for placement in patient, and the guidewire came out of the package kinked. No patient involvement with the device was reported.